Event description:
It was reported by service report that the bed has no power to the auxilliary outlet and the nurse call wasn't working because the connector pin screw was broken in bed connector. No patient involvement or adverse consequences are reported.